Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-13559. G1 reporting contact email revised on manufacturer device report 1220648-2024-13559 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support.  It was reported that while on support there was purge flow alarms. It would immediately disappears for 1-2 minutes and returns to a normal value between 7 and 8ml/hr. Purge pressures are unchanged and maintain pressures at 550mmhg as the purge flows vanish and reappear. There was no harm to patient and the patient survived the event.